Event description:
Additional information obtained identifies the intended procedure was completed with another clv-190, without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite video system center front panel was blinking. The issue was found during preparation for use for a therapeutic procedure (electronic laparoscopy). There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, but was reportedly service by a third party for repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.